Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. Post ablation, the physician performed a hysteroscopy and visualized a perforation near the right cornua. The physician could also "see bowel and elected at the time to perform a diagnostic laparoscopy. The abdomen was inspected and the site of perforating was identified on the right side of the uterus associated with blanching consistent with the uterus associated with blanching consistent with thermal injury. There were no other thermal changes seen on the uterine serosal surface. A general surgeon assisted [the physician] for inspection of the bowel and a 1cm superficial thermal injury was seen on the sigmoid colon. There was no bowel perforation. The surgeon felt that the thermal injury to the bowel did not require any intervention. The pt was discharged home the next day. She returned to the ER four days later with abdominal pain though she was afebrile and had an unremarkable physical examination. A CT-scan was performed which was negative for evidence of bowel perforation".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).